Event description:
It was reported that the patient experienced extracardiac stimulation and a thumping sensation in the chest area when lying on the right side. The device was reprogrammed the lead to a different vector and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.